Event description:
Hcp reported "pt was not receiving therapy". A rotor study was performed with unk results. The pump was explanted and replaced 2004. The pump was returned to the MFR for analysis. The pt is reported to be fine.